Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual testing was performed and the speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker. Labeling indicates: the dexcom g4 platinum continuous glucose monitoring system dexcom share system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons 18 years and older with diabetes.